Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer cannot use the intermittent latex catheter in the bladder clinic due to the mystery residue in the tip. Customer was instilling chemo and immunotherapy and have had an increased number of urinary tract infections with their bladder cancer patients, which now they cannot exclude as they have introduced this strange residue into their system. Customer needed another option to order asap as they have less than 20 available, which will be mostly gone this week. Customer has about 150 that are not good. Customers bmh dc did a review and looks like all of the 14 fr and 16 fr they have on hand seem to have this same weird film. It was unknown what medical intervention was provided for urinary tract infection.